Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. A taxus express2 drug eluting stent, unknown size, was implanted in the saphenous vein graft (svg) to the right coronary artery (rca). The patient discontinued plavix in 2008 and presented with thrombosis in 2008. Additional information regarding this event has been requested.

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. As the batch number is unknown a review of the manufacturing records could not be carried out. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.